Event description:
It was reported, the ultrasound gastrovideoscope had a foreign body came out of the scope into the sterile water while testing the function of the scope pressing the air/water button, and possibly had a damaged channel, and the epoxy required replacing. The issue occurred during preparation for use in an endoscopic ultrasound with fine needle aspiration diagnostic procedure. There was no delay to the procedure. The procedure was completed with a similar device. There were no reports of patient injury or harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the foreign object was a white fibrous substance of 2x2 mm in size. However, it could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were implemented in line with the instructions for use (IFU). Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). It was confirmed that the section of the device with the foreign material residue had no deformation the suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.